Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable pacemaker had a pause in pacing and then went into backup vvi mode during an upgrade procedure. It was suspected the issue was caused by the electrocautery coming in close proximity to the device. A device download was attempted, but physician decided to hook the patient up to the pacing system analyzer instead due to the amount of time it was taking. Procedure was completed successfully. Patient condition after the procedure was stable.